Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over from meditech to pyxis for all machines. A technical support specialist (tss) restarted the server issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.